Event description:
It was reported that during a da vinci s hysterectomy procedure, after removal of the pk dissecting forceps instrument from the patient, it was observed that tip of the instrument was melted. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal clevis is melted and has a light char mark at the grip base. The clevis and pulleys do not exhibit any damage and the conductor wires are present.